Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels ranging approximately 300-500 mg/dl. Reportedly, the customer was filling cartridges with cold insulin. The customer was educated on filling cartridges with room temperature insulin. Manual injections were administered to address bg level.